Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, after which no further malfunction occurred. Customer was advised to continue using the pump and to contact support if the issue recurred, which the caller acknowledged and understood.